Event description:
It was reported that the customer was hospitalized for lbgs. Prior to the event, the family member stated the reservoir was loose and the customer had tightened down on the reservoir. It was stated that the customer felt the insulin enter their body. At that time, the family member had treated for the insulin that entered their body. It was conveyed that there should be a confirmation light to indicate that the reservoir is locked in the pump. It was indicated that a clip for the pump will be sent to the customer.